Manufacturer narrative:
Date sent: 03/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure that the hand switch did not activate. The max side could be used, but the min part could not be used. Another like device was used. There was no pt consequence.